Event description:
It was reported, patient underwent total shoulder arthroplasty on unknown date. A subsequent revision was performed (B)(6) 2013 due to instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown, product code - unknown, product identification & expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided.